Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
The harvest tube was not the right size to connect to its mating protection sleeve. There was no delay to the procedure, as another harvest tube was available to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. There is no physical damage observed on the harvest tube or protection sleeve. Dimensional review was completed to determine conformity of the tube and sleeve. The tube diameter was measured, and actual measured dimension was out of tolerance. Therefore, it was determined that the tube was nonconforming to print specification. The protection sleeve dimension was measured and determined to be conforming to print specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause determined to be operator error (incorrect material issued), and further corrective actions as well as field action have been initiated. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The harvest tube was not the right size to connect to its mating protection sleeve. A minimal delay was incurred while retrieving another harvest tube, which was available to complete the procedure.